Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2023. It was reported that, during device placement, the peg tube detached at the middle part connection. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Phone number: (B)(6). Block h6 (device codes): imdrf device code a0501 captures the reportable event of peg tube detached.